Event description:
During a check-out procedure at the manufacturer's service center, a failure of the device's lcd screen was observed. The device was not in patient use. The device¿s lcd display was replaced to address the issue.